Event description:
Breakout of MFR report # 2110898-2009-00009 - from 1 MDR to 6 mdrs. When micropore tape was being used to secure tubing for hemodialysis, the needle venous dislodged and patient lost 200 ml of blood. Time lost on dialysis to be made up on next 2 treatments. Hematocrit was drawn. No blood transfusion was required. No medical care required.

Manufacturer narrative:
Date error in reporting was discovered. One MDR is being broken out into 6 mdrs. See MFR report 2110898-2009-00009 for history.